Event description:
A malfunction on the pump was reported by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the procedure, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the caller understood and acknowledged.